Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) data on the ilet bionic pancreas pump while readings remained available in the dexcom app, indicating a communication issue between the cgm and the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included restoration of cgm data with no health impact user support included remote troubleshooting and education focused on device pairing and connectivity. Investigation of this case revealed a cgm-to-pump communication disruption that resolved after re-pairing, consistent with a temporary connectivity issue rather than a sensor or hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing error corrected through standard re-pairing procedures.